Event description:
A #26 amplatzer occluder was used to close an asd with stretched diameter of 23mm. There were no complications and pt was discharged approximately 5hrs later. Two days later, she called with chest pain and went to emergency department. A 2d echo and spiral CT showed no pathology. She was admitted for observation and discharged the next morning. At 8pm that night, she went to emergency department with recurrent pain, arrested. The coroner found hemopericardium and 5mm perforation of left atrial wall.